Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient was very sick. It was noted, the patient had a baclofen pump and their healthcare professional (hcp) was trying to get a manufacturing representative to interrogate the pump. The reporter stated they wanted to know if there was anything that could be done to troubleshoot and see if the pump was working or not. The reporter further stated they were not sure if the patient was getting too much baclofen or not enough. It was noted, the patient had symptoms of confusion, combative, word finding trouble, muscle rigidity, and a fever of 103.5. The reporter stated they though baclofen withdrawal, but they were not sure. It was noted the hcp was not aware of the pump alarming. The pump contained baclofen. Additional information was requested, but was not available as of the date of this report.